Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient underwent an unspecified spinal procedure and while using the feeler probe to knock on the pedicle walls, the probe broke into two pieces. No patient complications were reported.